Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer stated she was feeling hypoglycemic with a headache, heart pain and nausea. She wanted to test her blood glucose on the contour next link but it would not turn on. She took her normal dose of humalog (1.5 units of correction) between the times 19:30 and 20:00. She did not seek medical assistance, and did not eat or drink anything when she had the symptoms. The customer was advised to return the meter for evaluation. A new meter and strips were sent to her.